Manufacturer narrative:
On december 21, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, the gel of the implant was observed to be fragmented. The fragmented gel could have the appearance of bubbles within the implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. As stated in the product insert data sheet, the implants must be handled with care as an excessive force during implantation might cause gel fracture. (Gel fracture is a fissure or fault line in the gel within the implant as a result of excessive applied force.) Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 295cc mentor memoryshape breast implant being used in a breast surgery was found to be have bubbles on the implant during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.